Manufacturer narrative:
The meter was returned for investigation. The display was pushed into the housing. The meter has a crack at the bottom of the display screen due to extreme force. The meter also had internal contamination. The crack in the display does not obscure the area where results are displayed. The investigation determined the meter display showed signs of damage that occurred at the customer site. A product problem was not found.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with an accu-chek inform ii meter. The customer stated the meter had pixels running throughout the display screen including the results portion. The customer alleged results could be misinterpreted due to the pixels on the display. There have been no misread results.